Manufacturer narrative:
(B)(4).

Event description:
The customer reports 14 days after insertion a leakage of the catheter was observed at the level of the junction with the luer.

Event description:
The customer reports 14 days after insertion a leakage of the catheter was observed at the level of the junction with the luer.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen cvc catheter for evaluation. Visual examination revealed signs of use in the form of biological material in the proximal extension line and catheter body. The returned catheter contained sutures in each of the suture wings, and the proximal extension line was clamped off. Microscopic examination revealed one small hole in the proximal extension line. The hole was adjacent to the extension line luer hub. The point of separation appeared rough and jagged, consistent with excessive force pulling the luer hub. Both the proximal and distal luer hubs were attached to a lab inventory syringe filled with water to functionally test the catheter. When the proximal line was attached and the plunger was depressed, water exited from the hole in the extension line and the distal end of the catheter. No leaks were observed when the distal line was tested. A device history record review was performed with no relevant findings. (Con't) other remarks: the IFU provided with this kit cautions the user, "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen." The reported complaint of a catheter leak was confirmed by complaint investigation. The returned catheter contained one small hole in the proximal extension line. The damage was consistent with excessive force on the extension line luer hub. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received and the report that the leak occurred 14 days after insertion, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.